Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the doctor forced the rasp inside the patient's shoulder to tried to release the tendon, however, it was not possible and the due to the forcing it broke. It was all removed from the patient. The procedure was completed without delay using the same device. No further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided photos were reviewed and appear to show a broken knife rasp. The patient impact beyond the reported is not anticipated. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, wear from prolonged use, or inadequate routine maintenance. No containment or corrective actions are recommended at this time.